Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Despite the delivery of corrections, the patient's blood glucose (bg) levels remained between 300 mg/dl and 500 mg/dl while wearing the pod between 4 and 24 hours. According to patient's mother, bg level decreased to 170 mg/dl after receiving a bolus, but shot back up and levels stayed high. Symptoms reported include hyperglycemia, excessive vomiting, stomach cramps and large ketones (80). At the hospital, the patient was treated with intravenous (IV) fluids (2 bags, one of which was potassium), 3 IV's and an insulin drip; patient also received melatonin to help her sleep. The patient was released after spending 2 days in the hospital. Pod was removed prior to hospitalization and at the time of reporting, patient's mother observed the cannula and found it to be bent.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. The adhesive pad welds were found to be incomplete, although it is not sure if this affected the function of the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.